Event description:
The reporter stated that the pump overinfused but was unable to provide further details. The reporter indicated that they were using this pump with a makeshift plunger disk and they wondered if the makeshift plunger disk could have contributed to this event.